Event description:
Philips received a complaint by the customers respiratory therapist on the v60 indicating that the ventilator had shut down while on a patient. Moreover, the customer responded to an alarm for patient desaturating and discovered that the ventilator had shut down. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The remote service engineer (rse) advised the customer to perform a full performance verification test (pvt) and address any issues before placing the ventilator back into service. Device evaluation and repair are pending.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. This file is closed and can be reopened if new information becomes available.